Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly calcified unspecified vessel. A 3.00x12mm promus premier¿ stent was selected. During preparation, the balloon protector was very difficult to remove. Once the balloon protector was removed, the balloon appeared inflated and the end of the stent started to flare. The device did not contact the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device identified that the proximal edge and distal edge of the stent was flared. A large build-up of solidified contrast media was present inside the inflation lumen. A close examination of the balloon found contrast media inside the balloon. No other damage was evident along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly calcified unspecified vessel. A 3.00x12mm promus premier stent was selected. During preparation, the balloon protector was very difficult to remove. Once the balloon protector was removed, the balloon appeared inflated and the end of the stent started to flare. The device did not contact the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.